Event description:
It was reported that fluid was coming out of the device during the repair process at the MFR. There was no pt involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
According to the investigation details, there was lubrication coming out of the device.